Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. Troubleshooting was performed. The insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.